Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was in backup mode with battery at end of service voltage level. Analysis of device image indicated that backup was triggered due to nmi was triggered. Analysis performed after reloading product code did not find any anomalies with the device. The backup condition could not be reproduced and the cause of nmi could not be determined. As a result of this finding, abbott is performing further investigation. Longevity assessment was performed based on average current drain, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, backup vvi issue was observed. The patient was stable. The patient is pacemaker dependent. It was also noted that the device was in back up vvi in 2018, and the device was reset at this time. The device was explanted. The patient¿s condition after the procedure was not known.